Manufacturer narrative:
Investigation summary: bd was provide with a photo for catalog 307737 lot 1703256 to investigate for this record. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation of the photo presented a packaged syringe without the shield of the needle. As a result, bd was able to verify the reported issue. Bd concludes that the needle shield was lost during the packaging process due to a low fitting force. The shield could be not well assembled and during packaging, this needle with low shield pull force, could lose the shield in the needle feeder mechanism in the packaging machine. To avoid this situation, there is a needle length detector rejecting those that do not reach the specified distance. In this case, the needle was able to avoid preventive systems and become packaged normally. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that before use of the syringe 10ml ls 21x1-1/2 an emerald a lab technician pricked the palm of her hand with a syringe with a needle without a protective cap. Foreign complaint the following information was provided by the initial reporter, translated from french to english: when storing consumables, a lab technician pricked the palm of her hand with a syringe with a needle without a protective cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 10ml ls 21x1-1/2 an emerald a lab technician pricked the palm of her hand with a syringe with a needle without a protective cap. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when storing consumables, a lab technician pricked the palm of her hand with a syringe with a needle without a protective cap.